Manufacturer narrative:
Unknown. The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the device stopped working suddenly 2 years ago. The device was explanted due to the need of several MRI examinations.

Manufacturer narrative:
Conclusion: according to received information, the device was explanted as the patient required to undergo a series of MRI examinations, which is contraindicated for this device. Additionally, damage to the conductive link likely caused by minute device mobility was observed. The investigation results appear to match the symptoms and problems mentioned in the patient report. This is a final report.

Event description:
It was reported that the device stopped working suddenly 2 years ago. The patient was explanted of the device due to the need of several MRI examinations. Note: this device was manufactured by symphonix devices inc. Vibrant med-el took over the symphonix assets. As such vibrant med-el feels responsible to follow-up on product problems with symphonix produced devices.